Manufacturer narrative:
(B)(4). Event date: only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
There was clip scissoring during firing the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r92n40. The analysis results found that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the event reported. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.